Manufacturer narrative:
On (B)(6)2018, the customer was contacted to request an update on any confirmatory testing performed. Per the customer, the patient was never pregnant and began her menses. The negative hcg result on the consult hcg urine/serum combo test corresponds with the customer's expectation and patient's reported outcome. Therefore, there is no evidence of a device malfunction. A MDR is no longer required. Event (describe event or problem) updated to include new information. Type of reportable event (type of reportable event) only selected as 'malfunction' to reflect initial reporting decision. A MDR is no longer required. All other fields in this MDR have been purposely left blank as there is no evidence of a device malfunction and a MDR is no longer required.

Event description:
Initial information: the patient's last menstrual period was (B)(6)2018. On (B)(6)2018, the patient presented to the facility to confirm a pregnancy following a positive result on a home pregnancy test (brand unspecified). A non-first morning urine sample was collected and a consult hcg urine/serum combo test produced a negative hcg result. No confirmatory testing was performed. Although requested, no additional information provided. Troubleshooting was conducted with the customer. The customer was advised that very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first-morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and lab findings have been evaluated. New information: on (B)(6)2018, the customer was contacted to request an update on any confirmatory testing performed. Per the customer, the patient was never pregnant and began her menses. The negative hcg result on the consult hcg urine/serum combo test corresponds with the customer's expectation and patient's reported outcome. Therefore, there is no evidence of a device malfunction. A MDR is no longer required.

Manufacturer narrative:
Investigation pending. Original submission through esg failed on 10/11/2018. (B)(4).

Event description:
The patient's last menstrual period was (B)(6) 2018. On (B)(6) 2018, the patient presented to the facility to confirm a pregnancy following a positive result on a home pregnancy test (brand unspecified). A non-first morning urine sample was collected and a consult hcg urine/serum combo test produced a negative hcg result. No confirmatory testing was performed. Although requested, no additional information provided. Troubleshooting was conducted with the customer. The customer was advised that very diluted urine specimens (as indicated by low specific gravity) may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is suspected, a first-morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and lab findings have been evaluated.